Event description:
It was reported that mobile app interruption due to os upgrade on smart device occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bluetooth connection issue between transmitter and mobile app occurred. Data analysis will not confirm the alleged complaint or determine a root cause. The probable cause cannot be determined. No injury or medical intervention was reported.